Event description:
The customer reported experienced receiving cartridge alarms on multiple occasions, although these were not currently active. The customer's blood glucose levels were reported to be elevated when occlusions occurred. In response, the customer agreed to follow recommendations to try new infusion sites and implement a safety loop to reduce occlusion frequency. They were advised to contact technical support again if issues persisted. No additional impact on the customer's blood glucose level was reported.